Event description:
According to the initial reporter "I met with a physician who shared with me some images of a previous zilver vena placed that has now fractured. The patient returned due to re-thrombosing and the doctor placed an additional stent in the proximal piece that was fractured. Two stents were placed that day and are listed below.". Account: (B)(6). G57454: (B)(6) . G57454: (B)(6) . Original case date was (B)(6) 2022.

Manufacturer narrative:
D2: corrected to stent, iliac vein, qan.

Event description:
Additional information received by the initial importer: a 12 french sheath was used during both procedures for the penumbra thrombectomy via the popliteal vein. It was a cook short sheath.